Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced low blood glucose level. Therefore, the patient was hospitalised. During hospitalization, the patient received fluids of saline (unknown), insulin intravenously as corrective treatment no further information was available .

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Patient city:(B)(6).